Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release device evaluation: the device has been returned and evaluated by product analysis on 11/28/2016 with the following findings: the pump powered on with fully operational audio tone measuring within the specified requirements in decibels. Investigation did not duplicate the complaint.